Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No low reservoir anomaly noted. Device passed the delivery accuracy test. Device passed sleep current measurement, active current measurement and self test. Device was monitored and tested with no low battery alert and charge or battery lasts less than expected noted. Pump error 63 alarm confirmed in the device history file due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. Customer's blood glucose level was 260 m/dl. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer stated self-test did not pass. Customer received bolus not delivered alarm and battery lasting only 3 days. Customer stated they had high blood glucose and declined troubleshooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.